Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating while preparation for shipping, it was observed that the device was getting error code 1104 backup alarm failed message; the device continued to operate. There was no delay in therapy reported due to this event. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device, and the reported issue was not duplicated, no abnormality was confirmed. Since the "check vent: backup alarm failed" (1104) message was confirmed in the event log, it is recommended to replace the cpu printed circuit board assembly (pcba) for preventative measures. However, the customers lease is up on the device and will be returned without repair. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.